Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the customer reporting a falsely elevated architect total b-hcg result on the architect i2000sr, serial number (B)(6). Through an extensive investigation, the fsr found sample crystals at the sample pipetting aperture and the diverter unloader assembly, part number 7-77963-04, needed to be cleaned, which resolved the customer¿s complaint. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. Initial reporter name and address: (B)(6).

Event description:
The customer observed a false positive architect total b-hcg result for one patient. The following data was provided (customer¿s reference range is 0-5.0 miu/ml): initial result was 2365.1 miu/ml, repeated the results were <1.2 and <1.2 miu/ml. The patient was redrawn, and the result was <1.2 miu/ml. There was no impact to patient management reported.